Event description:
Eight days after treatment with bovine collagen, the pt experienced an open sore and beading of the product at areas of injection. The physician prescribed valtrex and benadryl po for signs and symptoms.